Event description:
A report was received that stated that pt received insufficient local anesthesia when the suspect medical device was used. It was necessary to place the pt under general anesthesia during procedure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.